Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, an alliance ii handle was used in conjunction with the trapezoid basket in an attempt to crush a 8 to 9 mm size stone. However, the pull wire of the trapezoid basket broke during the attempt, entrapping the stone inside the basket and causing the basket to become stuck inside the patient's bile duct. A cre rx pro balloon dilatation catheter was used to remove the stone from the basket and the basket was successfully removed from the patient's bile duct. No patient complications were reported as a result of this event. The patient's condition post procedure was reported to be fine.

Manufacturer narrative:
Problem code 1069 captures the reportable event of pull wire break. Visual inspection of the returned device found the handle cannula was pulled out of the finger ring portion of the handle assembly. The basket-wire was completely removed from the coil and the pull wire was kinked/bent and broken at the bend. Both dimples from the screws were visible at the proximal section of the handle cannula and drag marks were present from the dimples towards the proximal end, indicating the handle cannula had been forcibly pulled out from the set screws. The distal screw and proximal screw depth were measures, and both were found within specification. Based on all available information, the investigation concluded that procedural and anatomical factors encountered during the procedure likely affected the device's performance and integrity. Patient anatomy and maneuvering by the user to reach the target location can add resistance to the device during handle actuation. The drag marks in the handle cannula indicate excess force was applied to the handle to crush the stone/retract the basket, leading to the handle cannula break and the bend/kink and break of the pull wire. Detachment of the handle cannula may have been due to forces applied perpendicular to the finger ring/handle assembly. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, an alliance ii handle was used in conjunction with the trapezoid basket in an attempt to crush a 8 to 9 mm size stone. However, the pull wire of the trapezoid basket broke during the attempt, entrapping the stone inside the basket and causing the basket to become stuck inside the patient's bile duct. A cre rx pro balloon dilatation catheter was used to remove the stone from the basket and the basket was successfully removed from the patient's bile duct. No patient complications were reported as a result of this event. The patient's condition post procedure was reported to be fine.